Event description:
A malfunction on the pump was reported by the caller, but no notable events had occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to report back if the malfunction code reappeared, which the caller understood.